Event description:
It was reported that during a ptca procedure, the balloon would not deflate properly. The balloon was inflated to 26 atm and ruptured for removal. No pt injuries or complications occurred.